Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturing representative about a patient with an implantable neurostimulator (ins) for parkinson's dual movement disorders. It was reported that the patient encountered an oor message on their programmer when checking battery status. Additional information was received 2017-06-01 from a manufacturing representative which stated the oor message was seen twice on back-to-back, successive attempts when the patient was checking the ins. There was no therapy issue reported with the oor message. It was also stated that all impedances are normal. No complications or further complications were reported.

Event description:
Additional information was received. It was concluded the oor message was due to the patient checking their device too often.